Manufacturer narrative:
The reported complaint of a "user advisory - ua07 (discrepancy between load 1 and load 2 too large)" on the autopulse platform (sn (B)(4)) was confirmed during device power on and archive data reviews. The investigation finding determined that the root cause of the reported issue was due to a defective load cell #2. Unrelated to the reported complaint, a damaged power button and a cracked front enclosure cover were observed on the ap platform during visual inspection. These types of physical damages on the ap platform can occur due to user mishandling. The damaged parts identified were replaced. In addition, a sticky clutch was also observed and was deburred to remedy the issue. During archive data review, multiple ua07 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the defective load cell #2 identified during service evaluation was replaced. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed user advisory - ua 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. The users were unable to clear the advisory. No patient involvement.